Event description:
It was reported that the caller did not observe insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue independently by changing the infusion set and successfully resumed insulin therapy. They requested two replacements and agreed to receive a different size.